Event description:
The customer called to report a frozen display after the insulin pump got wet. The reported blood glucose reading was 170 mg/dl. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify the frozen screen complaint due to the blank display.